Event description:
Had allergan natrelle smooth 68 breast implants in 2009. One year later, had capsular contracture in left. Dr removed and replaced both with same implant. Developed many bii symptoms over years since then. Severe fatigue, vision and hearing issues, gut issues, swallowing difficulty, muscle and joint pain, etc. Began having pain and minor swelling and lumpy feeling in breast a few months ago. Seeing surgeon next week for removal. Had several blood tests and mammogram and "us". FDA safety report ID # (B)(4).